Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that it had failed the co2 calibration test. There was reportedly no patient involvement. During the routine preventive maintenance of the device, the hospital biomed discovered that it was failing the co2 calibration test. Based on the available information and testing conducted, the hospital's biomedical team evaluated the device and confirmed that it was indeed failing the co2 calibration test. The evaluation revealed that no calibration was needed, and it was determined that the device would not pass the co2 calibration. Due to the device's end of support status, no service or technical support has been provided to the customer. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed the co2 calibration test. There was no reported patient involvement.